Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector stuck) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's electrode belt connector was stuck in their monitor.